Event description:
This report includes a correction to the catalog number for the snared knot pusher. The snared knot pusher is an accessory device included in the closer tsl 6 french suture mediated closure system. The catalog number for the closer is 12326.

Event description:
The pt underwent a diagnostic procedure. The physician closed the arteriotomy with the closer tsl 6fr device. The device was successfully deployed without issue. The physician used the clincher knot typing device to tie the knot. The knot stalled on the way down to the arteriotomy. Field reports indicated that inadequate hemostasis was noted at the site. The physician told the field rep that the site was contaminated by the nursing staff while attempting to obtain hemostasis. Several days later the pt presented with a groin infection and was taken to surgery for abscess debridement. The pt recovered without further incident.